Event description:
The patient was revised on (B)(6) 2022 following the primary surgery on (B)(6) 2021 due to breaking of the screw, baseplate loosening and bone loss. The surgeon explanted the glenoid baseplate (24), centered glenosphere (36), humeral cup (36/3), 2 standard screws (40mm and 15mm) and 2 locking screws (20mm each), retaining the humeris stem (13) and implanted an offset head (54x21) and a centered spacer (5).